Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump was rebooting and would not power up. The patient claimed that she has tried multiple alkaline and lithium batteries with pump. She also claimed that the screen would now not light up but the pump would beep. The patient did not allege any harm or injury because of the reported issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powers up normally with no alarms noted. There were no alarms related to the event noted in the pump history. A review of the pump history indicated that rebooting had occurred, which was duplicated during testing with the original battery cap. Evaluation revealed that the threads on the battery cap were stripped and the battery compartment was cracked. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The damaged battery cap was unable to maintain an electrical connection, resulting in power loss and rebooting. The pump was exercised for 24 hours with a test battery cap, and no reboots were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.